Manufacturer narrative:
MDR report #: mw5151374.

Event description:
It was reported that right atrial (ra) lead has been showing out of range pacing impedance values with an already known to clinic noise. Atrial tachy response events were recorded due to over sensing of nonphysiologic noise and there were also non-sustained ventricular tachycardia episodes of over sensed myopotential without pacing inhibition.

Event description:
User facility medwatch received that states the right atrial lead has been showing out of range pacing impedance values with an already known to clinic noise.